Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical field service went onsite. Ventilator hours is 33645 equipment number 50389746. The ventilator was out of service for several months. Found that the unit is without o2 (oxygen) sensor and internal battery. As a resolution installed new o2 (oxygen) sensor and internal battery. Verified that the monitored and delivered fio2 (fraction of inspired oxygen) were not agreeing with the set fio2 (fraction of inspired oxygen). Also found that the monitored vte (end tidal volume) was reading very low when compared to set vte (end tidal volume) and delivered vte (end tidal volume). Ran the expiratory flow, expiratory pressure and air - o2 regulator differential balance calibration procedures. After calibrations the fio2 and the vte (end tidal volume are now correct. Ran ovp (operators verification procedure) the ventilator is functioning properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has fio2 (fraction of inspired oxygen) blender issue. As of this time, there is no information about patient involvement associated in this reported event.